Event description:
Info received indicates, the right intermediate siderail is not latching and the head siderail will not go up.

Manufacturer narrative:
The technician lubricated the right intermediate siderail and replaced the outer arm supports on the right head siderail to repair the bed.